Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings. The customer's blood glucose reading was 400-600 mg/dl for the past 3 weeks due to cortisone shot she received 3 weeks ago. The customer reported basal and boluses are maxed out in settings. Customer declined troubleshooting for high readings.